Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaints of joint and cable damages. Failure analysis investigations confirmed the customer reported complaint of "joint damaged". For clarification, the instrument was found to have a broken main tube at the distal end. A broken piece was not returned, measuring roughly 0.19¿ x 0.12¿ in size. Failure analysis found the primary failure of broken main tube to be related to the customer reported complaint. Additional observation not reported was that the main tube exhibits signs of scratch marks/abrasions on the distal end. Main tube scratch marks measured roughly .03" to 0.19" in length and were not aligned with the tube axis. Material was missing from the surface of the main tube. Failure analysis found the additional failure of main tube ¿ scratch marks to be related to the customer reported complaint of "joint damaged". Customer also reported a second complaint of "cable damaged". This complaint was also confirmed. For clarification, the instrument was found to have a broken conductor wire at the yaw pulley. Failure analysis found the primary failure of a broken conductor wire to be related to the customer's second reported complaint. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable and joint on the fenestrated bipolar forceps were damaged. There was no possibility of removing the clamp from the trocar. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed-up with a nurse at the user facility and the following additional information was obtained: it was confirmed that no fragment fell into the patient. The procedure was completed using a backup instrument with no further complications.